Event description:
Patient's blood pressure dropped. Administered levophed as the maximum dose around 100ml/hr, using IV pump through central line. Patient did not respond; blood pressure continued to drop. IV pump failed to alarm downstream occlusion. Removed one link needle-free IV connector; patient's blood pressure improved. Able to titrate down on medication.this facility has had multiple problems with the one-link device. Line patency is confirmed, but with the one-link in place, fluids will not infuse via pump and staff have difficulty pushing IV meds/fluid via syringe. When the one-link is removed, there is no difficulty delivering the fluids/medications in the same lines.